Event description:
Per medwatch report received from the facility. "While assisting a resident to bed with hoyer lift, the nylon strap tore, and the resident fell to the floor". The resident was x-rayed however it is unclear if any serious injury was sustained.